Event description:
The customer's mother called to report that her son experienced high bg's (327-480mg/dl) with large ketones despite having administered multiple correction boluses. The customer took sick while at school and was taken by ambulance to the hospital. Blood was seen in the cannula, but there was no report of a kink. The suspect pod was deactivated and discarded at the hospital and will therefore not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggest that the patient always carry extra supplies in case of emergency.